Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called wanting to review the logs for an 8 beat vtach run that did not alarm for a patient on (B)(6) 2017 at 12:30:07. The customer noted that the chart was sent to storage and the patient has since been discharged. The sc advised the customer to obtain copies of the strip and collect the piic logs. There was no patient incident alleged. The patient has since been discharged.